Event description:
During colonoscopy physician requested argon beam coagulation to treat arteriovenous malformation. As physician was ready to use apc colon contracted and energy deployed. Pt to surgery to repair thermal cecal perforation from argon beam coagulator. Dates of use: (B)(6) 2006 - (B)(6) 2011. Diagnosis or reason for use: arteriovenous malformation.